Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's blood glucose was unknown but reported as stable. It was reported that the customer received a compromised force sensor system alarm on the insulin pump. The customer's mother also reported that there was loose drive support cap on the insulin pump. The customer's insulin pump was not dropped or bumped. The customer's blood glucose was stable at the time of the call. The customer noticed that there was a problem with the drive support cap a month prior to the call. The customer confirmed that he had a back-up plan available. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed prime error during basic occlusion test due to protruded and loose drive support disk. The insulin pump had a missing end cap sticker, minor scratches on lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.